Event description:
The customer reported that the system would not boot up all the way. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The nodes were flashed and the software was reloaded. The nodes were rebuilt and the calibration files were reloaded. The system was tested and found to be working as intended and put back into svc.